Event description:
Reporter alleged the blood glucose device generated a result prior to the test strip being dosed with blood or control solution. Customer stated the meter read lo, prior to dosing the test strip and was unable to obtain a result afterwards. No actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.